Event description:
It was reported that there are 10 patients of dr's. Who exhibit radiological signs of spotty cup fixation or radiolucent lines, but who otherwise show no clinical signs of symptoms of loosening.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.